Event description:
A malfunction alarm was reported by the customer, identified as malfunction code "malf 0". There was no adverse impact to the customer's blood glucose level. As a corrective measure, technical support provided the customer with information on resetting the pump and assisted with the reset process. The malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues reoccur.